Event description:
It was reported that the right ventricular (rv) lead and device were replaced due to loss of capture with asystole of less than two seconds and pacing inhibition. The patient reportedly had a heartrate of forty beats-per-minute prior to system replacement. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the right ventricular (rv) lead and device were replaced due to loss of capture with asystole of less than two seconds and pacing inhibition. The patient reportedly had a heartrate of forty beats-per-minute prior to system replacement. No additional adverse patient effects were reported.